Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 devices was used in the esophagus during an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the varix was aspirated; however, the first elastic band failed to release. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 devices was used in the esophagus during an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the varix was aspirated; however, the first elastic band failed to release. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. It was reported that the procedure performed was endoscopic variceal band ligation (evl). There were no patient complications reported as a result of this event. It was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information: block b5 (describe event or problem), d8 (sud reprocessed and reused), h6 (patient code, evaluation conclusion codes), h8 (usage of device).